Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month after implant, the incision did not fully heal causing a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.